Manufacturer narrative:
The reported event of failure to capture was not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in with the helix found extended and clogged with blood/tissue. X-ray examination found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning the helix, the helix could be retracted and extended by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of the reported events was isolated to the overtorqued inner coil and helix being clogged with blood / tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had failed to capture. Attempts were made to reposition the lead and during the last attempt of repositioning the lead, the helix of the rv lead had failed to extend. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.